Event description:
It was reported that a device failed downstream occlusion detection testing. There was not pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be filed.